Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular lead was noted to have dislodged multiple times due to tight sub clavian space. The stylet was noted to be in the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the test stylet passed through the entire length of the lead with no anomalies. Helix extended and retracted within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there had been an issue with the helix.